Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed power error detected. Customer blood glucose at the time of incident was 11.8 mmol/l. Customer was able to clear the alarm and finish rewinding. Troubleshoot was performed. Power error detected reappeared after troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with power error due to non-sleep anomaly software error. Insulin pump passed the displacement test, sleep current test and active current test.